Event description:
It was reported that, the next day after implant, the right ventricular (rv) lead was intermittently oversensing p-wave crosstalk, causing pacing inhibition. Technical services (ts) was contacted, and ts recommended x-ray imaging to observe the state of the rv coil. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the next day after implant, the right ventricular (rv) lead was intermittently oversensing p-wave crosstalk, causing pacing inhibition. Technical services (ts) was contacted, and ts recommended x-ray imaging to observe the state of the rv coil. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes to include f1001 absence of treatment.